Event description:
Hcp reported to manufacturer's rep. That pump will be replaced due to a roller stall. The pt experienced a return of pain.

Manufacturer narrative:
Device was returned for analysis. Hcp reported patient had loss of pain relief in april. A rotor study showed the pump stalled. The device was replaced. Drugs used include fentanyl, bupivicaine, and clonidine. A follow up report will be sent when device analysis is complete.